Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient experienced a suspected infection at their lead exit site. Photos appear to show a tissue reaction concentrated beneath and around the mounting cradle that extended across the lead exit site; this includes notable areas of erythematous and/or broken skin covered in what may be wound exudate (e.g., purulent discharge). The patient was reportedly prescribed two rounds of antibiotics for treatment of the issue. The patient's physician reportedly elected to remove the lead prior to the planned end of treatment date due to this issue. Note that there was no report of a culture to confirm the suspected infection. Given the pattern of the tissue reaction seen in the photos, it is possible that the issue reported in this complaint may have been caused or exacerbated by an increased sensitivity to adhesive system components (e.g., mounting cradles, bandages). It is a known risk that a patient may develop an infection during use of the sprint pns system that requires medical intervention or prescribed medication to treat. Given that the issue was reported to be resolving well, per an update provided by a representative in contact with the patient, no lasting effects are anticipated.

Event description:
Patient has suspected infection.